Event description:
During an unknown procedure, the tip and the lateral part of the anchors caused damage and cutting of the tissue including small blood vessels. Anchors were jammed inside the shaft; one anchor was jammed to the next one. Anchors were fired but not deployed. There was bleeding. Transfusion was not used because they reoperated the patient next day and stopped hemorrhage by open approach to the place of deployed anchors.